Event description:
It was reported that the right atrial lead exhibited noise. Fluoroscopic imaging indicated potential clavicular crush. There were no other electrical anomalies and the patient was asymptomatic. The lead was capped and replaced on (B)(6) 2017. The patient did not suffer any complications from surgery.